Event description:
It was reported that the patient experienced a significant discrepancy of over 130 points between a fingerstick reading and a continuous glucose monitor (cgm) connection to the pump, in addition to encountering diabetic ketoacidosis (dka) following a truck accident. Tandem diabetes' customer support offered training, which the patient declined, and local dexcom representative was alerted. The customer was advised to download the tslim app, and further follow-ups were attempted by cts, though the case was eventually closed after unsuccessful contact attempts.